Manufacturer narrative:
Analysis of the implantable neurostimulator (ins), s/n: nlb729037h, found the battery was near normal battery depletion and the telemetry and output was okay. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of parkinson's dual and movement disorders. It was reported that the battery level has read 2.59 since yesterday, but has not shown elective replacement indicator (eri) yet. Eri was reviewed at a high level. The patient inquired about longevity, since their battery had lasted 3 years and this one "only lasted 2." It was asked if any settings had changed and the patient stated they are still at 4.5, but that they're unsure if any other settings have changed. The patient was directed to follow-up with their healthcare provider to address battery change and longevity. No symptoms were reported. No further complications were reported.